Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. High CT value suggests viral load below the lod. The customer limited their study to patients admitted within 24 hours and achieved correlation with pcr. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported 1 false discordant sars result for one patient. Sample tested during an evaluation study. The sofia sars result was negative, while the pcr was positive. The samples used in the study were selected from known previously positive patients that were in the hospital for an extended period. The days post onset of symptoms was not provided.